Event description:
During troubleshooting for an unrelated alarm during initial drain on a homechoice (hc) machine, it was reported that the registered nurse (rn) had connected a home patient (hp) to an automated peritoneal dialysis set that had previously leaked. The rn did not check the transfer set and the hp was in fill one. The hp was not connected and dextrose solution spilled onto the bed. The rn then connected the hp to the setup to start therapy again. The technical service representative (tsr) advised the rn to end therapy and start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 3 of 3 for this event.

Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. Same event (B)(4).